Event description:
It was reported that during a l-spine procedure the 9900 system locked up and the collimator closed. The display showed all blocks. The system was rebooted and procedure was completed without further incident. There was no pt injury reported.